Event description:
It was reported that the handpiece heated up during a procedure. There were no injuries to the user or patient, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, it was found that the rotor, driveshaft and spindle housing were stuck together. This can cause friction between the driveshaft and spindle housing, as well as between the rotor and driveshaft, which can generate heat.